Manufacturer narrative:
The device met MDR reporting criteria when the analysis was completed on 1/12/2017 revealing coil damage. UDI: (B)(4). Conclusion: the device was returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, it was found that the coil was protruding outside the sheath and unreported severe damage was found to the coil. Located 45.5 centimeters off the distal tip of the green introducer, the coil and the device positioning unit (dpu) protrude outside the sheath. Unreported damage of the introducer sheath being pulled through and removed from the resheathing tool was found. There is no mechanical sheath damage at the protrusion site. The proximal section of the coil outside the introducer sheath has been severely damaged. The distal section of the coil still residing inside the introducer sheath is undamaged. No manufacturing defects were found. The circumstance of how and when the unreported damages occurred to the unit cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the resheathing difficulty was confirmed. While the exact root cause of the resheathing difficulty cannot be determined, the most likely contributing factor was the handling of the device by the end user during the resheathing process as no damages that could have contributed to the resheathing difficulty were found to the unit. The unreported damages found to the unit could not be disassociated with the resheathing difficulty; however, it cannot be determined how and when these damages occurred. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, a physician didn¿t like the shape of the deltapaq (cdf10015230/ c30155) coil deployment and decided to remove it; however during re-sheathing the coil, the introducer failed to re-zip. During product analysis, it was determined that the coil was severely damaged. The physician used a same/like product to successfully complete the procedure. There were no potential patient adverse events. No additional information could be obtained.